Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article transapical transcatheter plug closure of a huge aortic root pseudoaneurysm after the ascending aortic replacement and aortic valve replacement for type a aortic dissection (46th annual meeting of the japanese society of interventional radiology, 2017, vol. 32 supplement, p.208, po-89): a minimally invasive cardiac surgery was performed for treatment of a left-sided aortic root pseudoaneurysm following an ascending aortic replacement and aortic valve replacement (avr) for a type a aortic dissection. The left ventricular apex was exposed and a 12f sheath was delivered to the target site with the aid of transesophageal echocardiography (tee) and angiography. A 9f guiding catheter and guidewire were coaxially passed through the 12f sheath and inserted into the pseudoaneurysm. Next, two amplatzer vascular plug iis - 22mm and 12mm in size - were deployed to embolise the pseudoaneurysm; however, one week post-implant, a contrast enhanced CT revealed a residual leak around the 22mm avp2 requiring the use of coil embolization. Concomitantly, a right-sided, minimally invasive cardiac procedure also was performed to remove a hematoma and thrombus, both of which may have been present prior to implant. During the one-month follow-up, a CT scan revealed that both thrombus and hematoma were reduced in size. The author commented that transapical approach is useful since an approach route is able to be obtain linearly and shortly in case of the peripheral disease of aortic valve, left ventricular outflow tract and mitral valve.